Event description:
Allegedly. The implants generate metal debris, corrosion and metal ions, which cause dangerously elevated blood levels of cocrions adverse tissue reactions, pseudotumors, necrosis, bone loss .